Event description:
It was reported that a user recently started on the ilet pump experienced low blood glucose after a period of elevated glucose during which the pump delivered corrective insulin; the user employs a dexcom g7 and infusion sets and reported occasionally disconnecting from the pump during lows. Symptoms included hypoglycemia with glucose values in the 60s mg/dl, sweating and feeling shaky. Outcomes included resolution to 95 mg/dl after treatment with oral carbohydrates such as juice and glucose tablets, with no hospitalization. Investigation included review of uploaded glucose and pump use information and provision of troubleshooting and education regarding meal dosing, hypoglycemia treatment, and risks of extended pump disconnection during the learning period. Investigation of this case revealed that the cause of hypoglycemia was unclear, and that extended pump disconnection could interfere with adaptive learning. It was concluded, based on established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.